Event description:
Rec'd notification of complaint concerning above product from dir of nursing. States that the pt was disconnected from the arterial and venous lines (after reinfusing most of the blood in the extracorporeal sys) because the pt was experiening access problems. The remaining blood and saline was recirculating during this time. As the health care professional was disconnecting the arterial line from the recirculation connector, the tip of the arterial blood line cracked. Per the dir of nursing the sys was discarded. The estimated blood loss was approx 92cc. The pt was stable during this event. There was no further injury reported. The line was discarded on the day of the event. A response letter has been sent to the user facility.